Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis, however the patient was hospitalized for other indications. Treatment for the event was not reported. On an unknown date, the patient experienced sepsis and subsequently passed away. The caregiver reported that the cause of death was due to sepsis. The patient expired despite resuscitation attempts. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from peritonitis prior to death. It was not reported if pd therapy was ongoing prior to or at the time of death.

Manufacturer narrative:
The user facility submitted medwatch mw5153017 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.